Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, provided pump reset information, and instructed the customer to call back if the malfunction recurred. After resetting, the malfunction code did not appear again, and the customer was able to continue using the pump.